Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral/endovenous directional atherectomy procedure using the atherectomy h1-m-int hawkone m, the tip was damaged and detached. Severe resistance was felt during withdrawal, and the tip separated at the hinge pin. The procedure was abandoned. The lesion was located in the proximal superficial femoral artery and was described as calcified with moderate tortuosity and calcification. A 6fr non-medtronic sheath and a spider fx embolic protection device/guidewire were used. The vessel was post-dilated, and instructions for use were followed during the procedure. No abnormalities were reported in relation to anatomy, and no patient symptoms or complications were associated with this event.

Manufacturer narrative:
Product analysis: the device was returned along with a kinked 0.014¿ guidewire. A visual inspection found that the tip is detached distal to the anchor pockets. The detached tip was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.